Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at night. The customer blood glucose level was 735 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated in intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.